Event description:
Patient reported left side breast as ¿firm and looks abnormal due to capsular contracture¿ baker grade iii. Patient additionally reported being diagnosed with a neurological disease, specified as "parkinson's disease." Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and "parkinson's".